Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg), however, specific bg values were not provided; cause was unknown. Soda was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.